Event description:
It was reported that the patient's left hip was revised. After initial patient complaint of pain, MRI showed an effusion. Bloody fluid was aspirated and infection was ruled out. Intra-operatively, surgeon suspected shell was loose (rep not made aware if this was confirmed). The shell, a screw, mdm metal liner, adm/ mdm poly insert, and ceramic head were revised.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Manufacturer narrative:
Reported event: an event regarding loosening involving an unknown other hip screw was reported. The event was not confirmed. Method & results: device evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the event could not be confirmed as insufficient information was provided. Further information such as device identification and return, pre- and post-operative x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened. Catalog numbers and lot codes of other devices listed in this report: unknown mdm metal liner; lot: unknown; unknown adm/ mdm poly insert; lot: unknown; unknown 28 +0 biolox head; lot: unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that the patient's left hip was revised. After initial patient complaint of pain, MRI showed an effusion. Bloody fluid was aspirated and infection was ruled out. Intra-operatively, surgeon suspected shell was loose (rep not made aware if this was confirmed). The shell, a screw, mdm metal liner, adm/ mdm poly insert, and ceramic head were revised.